Manufacturer narrative:
H.6. Investigation summary: photos were received of the sharps coll 8qt nest open top needl port lot: 9279901. The appearances of unit in the photos looks like a crack or scratch presence, this kind of failure are originated by knocks or falls of components generally addressed to handling, distribution or staging of units process, however since no additional information was received this assumption could not be determinate. DHR did not registered any kind of quality issue during it process, no ncmrs were found to involved order, manufacturing process was executed properly against quality/ manufacturing requirements. Since no additional information was received by customer, failure mode could not be determinate, process DHR showed a normal manufacturing process, defective units could be cause by a distribution handle or storage, however this assumption could not be confirmed. Risk assessment its low, since occurrence represent (B)(4) units reported on this out of (B)(4) sold units.

Event description:
It was reported that bd sharps collector 8 qt multi-use nestable lid was cracked. This was discovered before use. The following information was provided by the initial reporter: a lid was cracked when taking out from shipping carton.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd sharps collector 8 qt multi-use nestable lid was cracked. This was discovered before use. The following information was provided by the initial reporter: a lid was cracked when taking out from shipping carton.